Event description:
Complainant alleged that while attempting to defibrillate a patient who was in cardiac arrest, the device delivered one shock to the patient. After the shock was delivered, the clinicians performed CPR and the patient woke up and became fully responsive. However, the device analyzed the patient and inappropriately prompted "shock advised" even though the patient was awake and responsive. The clinician indicated that they did not administer the shock to the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.